Event description:
The IV tubing broke in half above the extension set while infusing. The pt had not moved or caused any damage to tubing to cause it to detach. Blood backed up in her tubing and poured onto her bed. Extension set: 77288 a flo: 77285 from baxter.